Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has maintenance required compressor message. There was no patient involved.

Manufacturer narrative:
Updated field: b4, e1 (event site email), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse reseated the compressor cable and recalibrated the unit to resolve the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.